Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device labeling: precautions juvederm voluma xc is packaged for single-patient use. Do not resterilize. Do not use if package is open or damaged. Failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok and needle hub connection. Instructions for use: health care professional instructions if the needle is blocked, do not increase the pressure on the plunger rod. Instead, stop the injection and replace the needle.

Event description:
Healthcare professional reports during patient injection with 1 syringe of juvederm voluma xc the needle disengaged from the syringe and all the product spilled out. No injury to the patient or injector was reported. The needle from the package was used and this was the initial use of the syringe.

Event description:
Healthcare professional reports during patient injection with 1 syringe of juvéderm voluma® xc the needle disengaged from the syringe and all the product spilled out. No injury to the patient or injector was reported. The needle from the package was used and this was the initial use of the syringe.

Manufacturer narrative:
Device analysis summary:empty syringe of 1.0 ml received without cap, no needle. No defect observed to syringe.